Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the flow icon displayed "---", when set the tubing in the sensor. The clinical engineer changed the flow, but flow icon displayed "---". The clinical engineer reconnected the flow sensor, but the flow icon displayed "---". After rebooted the perfusion system, the failure was canceled. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Data logs were sent to the MFR on (B)(4) 2013 for eval.